Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician it was determined that the power supply board, control board, pressure sensors and current probe were defective and were replaced. The unit was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2013 at the (B)(6) it was reported that hcu 30 base unit 200-240 v serial number (B)(4) displayed errors 3016 and 3032 intermittently. During troubleshooting, the current probe was deactivated and error 1064 was observed. During the self-test it was observed that one of the resistors r18 on the control board was burnt. (B)(4).